Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, two segments of severed lead damaged was returned which was likely induced in the field. The reported oversensed noise but no pacing inhibition was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise but did not lead to pacing inhibition. The lead was partially abandoned and replaced. No additional adverse patient effects were reported.